Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced reference valve, buffer valve, ise tubing, and electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on the au480 clinical chemistry analyzer. There was no change to patient treatment, injury, or death associated with this event. The erroneous results were not released from the laboratory.